Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a react-68 catheter and solitaire sfr4 stent had complications. Brain dwi performed the day after the procedure showed new cerebral infarctions in both cerebellums. Cerebral infarction may progress unrelated to the procedure, or a small amount of cerebral infarction may occur due to the procedure. Nihss score: 4, mrs score: 0. No actions were taken. The event resolved on (B)(6) 2024. The event was possibly related to the study procedure devices utilized, and disease under study. Pre-procedure mtici score: 0. Final post-procedure mtici score: 3.

Event description:
Additional information received reported causality assessment provided as: possible related to procedure; not related to devices; possible related to disease under study and underlying condition or disease; the rationale for the relationship to system or procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.